Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for an unspecified indication for use. It was reported that "about10 years ago" the patient went in for a fill and they found all the medication still in the pump and none of the medication was getting into her system. The date of the event was unknown including specific month and year. It was further noted that the patient had been talking to the physician for a long time about the medication not helping their pain and that their pain was never any better. After they found all the medication was in the pump the had replaced the pump. The date of replacement was not specified. No further patient complications have been reported as a result of this event.